Event description:
It was reported that based on the patient's condition, a PICC line was placed in the right upper arm at 16:00 on (B)(6) 2025. All pre-procedure supplies were inspected, found to be intact and within expiration dates. The placement proceeded smoothly. At 16:35, during guidewire removal, resistance was encountered with both inner and outer sheaths entangled. The nurse immediately reported to the head nurse, a senior nurse practitioner was called to assist with wire removal. During extraction, a broken segment of the guidewire was discovered¿one portion was retrieved while another remained lodged in the left upper arm artery. An internal medicine physician and surgeon were immediately consulted, and emergency interventional surgery was performed to remove the retained wire. The patient has since been returned to the ward. The PICC insertion site on the right upper limb is covered with clean, dry, and securely fixed dressing. The patient and family have been reassured.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.